Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was 0.119 miu/ml. This result was reported outside of the laboratory. On (B)(6) 2018 the sample was repeated with a result > 10000 miu/ml with a data flag. As the patient is (B)(6) weeks pregnant, the repeat result was believed to be correct. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 329446. The expiration date was not provided. Qc results were within range. The field service engineer (fse) replaced pinch valve tubing. Calibration signals from (B)(6) 2018 were within expectations. Qc data was within range on (B)(6) 2018. No qc from the day of the event was provided. The customer does not use rack adapters. The customer used a centrifugation time of 3 minutes at 3500 rpm. This may be too short as the typical time is between 10 - 15 minutes. During a review of the alarm trace, it was discovered that the reagent rotor cover was open at the time the sample was pipetted. This is not recommended as reagent pipetting errors can occur and affect results. The investigation did not identify a product problem. The cause of the event could not be determined. The customer has not had any further issues.